Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion (pbd). The estimated battery longevity displayed a 13 percent change during a 6 month period. It was also noted that there was an alert for system impedance measured at 240 ohms, which was high within normal limits. Technical services (ts) recommended device replacement, which has been scheduled for a later date. No adverse patient effects were reported. Currently, this s-ICD remains in service.